Event description:
Reported by company representative as: "...this year (the patient) started to have problems...and vomited daily...she went to see (physician) whom operated on her ...and found that the port of her band was broken". Reported by the patient as: "...I was nauseated and vomited for a week...(the physician) removed the port only at this time...however, he will evaluate again and possibly has to remove the band too." Follow-up with the patient: "I (patient) had an accident recently and the breakage of the port may have been associated with the trauma resulting from the accident". Follow up with the surgeon through allergan in progress.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 10/06/08. The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, vomiting, and nausea are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported events of band slippage, vomiting, and nausea as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."